Manufacturer narrative:
D4: possible lot numbers provided: (B)(6). H3: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number (B)(6) were reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the tubing had become separated while the patient was sleeping. Per reporter, the patient was cleaned up and chemo spill instructions had been reviewed. Patient was redirected to the clinic for further instructions. No patient harm/adverse event was reported.